Event description:
A malfunction was reported on a pump, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so, after which the malfunction code did not recur. It was determined that the customer could continue using the pump and was instructed to call back if any issue reappeared.